Manufacturer narrative:
Based on the claim against the product by the customer noting image orientation issue, an investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The customer informed the tse that the issue was resolved after they removed the endoscope, pressed the instrument cutch button and reinstalled the endoscope. Customer confirmed that the image was then oriented correctly. The procedure was completed using the same endoscope. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. The probable root cause of the issue is attributed to improper customer setup. System issues are often the product of multi-component/environment interaction and can be transient in nature. In most scenarios, system issues are able to be worked through with troubleshooting measures, avoiding a procedure conversion. This complaint is considered a reportable event due to the following conclusion: it was alleged that the image on the endoscope was inverted. Poor camera control could result in unintuitive motion and subsequent tissue damage. At this time, the root cause of the failure is unknown. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the customer reported that the image was upside down. The customer received phone assistance from the technical support engineer (tse). It was noted to the tse that the issue resolved after removing the endoscope, pressing the instrument cutch button and reinstalling the endoscope. Customer confirmed that the image was now oriented correctly. The procedure was completed using the same endoscope with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the customer confirmed the issue happening during the procedure and that it was resolved after reinstalling the endoscope. There was no patient injury or significant procedure delay.